Event description:
Originally returned for "wire not advancing." The device was noted to be producing straight shots post evaluation.

Manufacturer narrative:
Complaint confirmed for straight shots due to a broken tip. Breakage appeared to be due to the tip being exposed to some type of excessive stress.